Manufacturer narrative:
(B)(4) this report was received from a nurse via the baxter patient support program. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to patient error (no further detail was provided). On the same day as diagnosis, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with imezidim with cefazolin (doses and frequencies not reported) intraperitoneally. Twenty three days later, the treatment with imezidim with cefazolin was discontinued. On the same day, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained in aseptic technique no additional information is available.